Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump and resumed insulin therapy. There was no adverse impact to the customers blood glucose level.